Event description:
Clinical engineering called to report a leak in a blood set. Does not know the model number at this time. He states, the leak is at the upper fitment. Patient safety report was submitted. On a patient; no patient harm reported.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). The customer's report of a leaking set was confirmed. During visual inspection of the set received, it was noted that the silicone tubing had a tear near the upper blue fitment. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear was not identified.